Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage in tubing on (B)(6) 2024. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Moreover, the insertion site was upper buttocks. No further information was available